Event description:
In august, handling instructions were provided to the hospital for return of the device. It was decided by our affiliate in (B)(4) not to return the device.

Manufacturer narrative:
No product return. Office in (B)(4) did not return the device for evaluation.

Manufacturer narrative:
Copy of echo cd has been requested. This event was determined reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device to be returned after hospital has followed specific decontamination procedures. Surgeon has asked that we respond regarding the cause and nature of vegetations on valve leaflet. To be addressed in customer letter. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of 3 months, due to endocarditis. Per cer: patient developed bacterial endocarditis (sbe), and was found to have vegetation on the valve leaflets. His blood culture report showed "(B)(6)" organism. No additional patient information has been provided.